Manufacturer narrative:
(B)(4)

Event description:
It was reported that the percutaneous sheath introducer (psi) was inserted successfully without complications. Although the pacemaker guidewire and the psi sheath were reported to be compatible, it was noted that on the following day the pacemaker guidewire migrated from the desired position and required repositioning. During the attempted repositioning, it was not possible to advance the pacemaker guidewire through the connection of the contamination shield (cath-gard) into the sheath. The operating supervisor opened the twist-lock connection and, using sterile technique, attempted to manually advance the pacemaker guidewire into the sheath; however, these attempts were unsuccessful. Due to the patient's critical condition, the percutaneous sheath introducer was left indwelling. There were no reports of patient injury, harm, or adverse health consequences associated with this event. Good faith efforts were made to obtain additional information regarding the reported device issue and the patient's clinical outcome. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.